Manufacturer narrative:
H6: investigation summary: the customer provided a photo with evidence of no label on sharps container. This verified the complaint of missing/ damaged label. Due to no sample or lot number being provided, the investigation is limited as to where exactly the failure occurred. A device history record review for the last 6 months was performed and there were no issues raised with this material. Root cause is unknown as to where the failure occurred. H3 other text : see h10.

Event description:
It was reported that 5 sharps coll 6.9qt red vented cap were received without labels. The following information was provided by the initial reporter: "received all 5/ea containers with no labels."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is premium plastic solutions. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 sharps coll 6.9qt red vented cap were received without labels. The following information was provided by the initial reporter: "received all 5/ea containers with no labels".